Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 1943691. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1 physical and 1 picture sample was received. The sample came in a sealed packaging blister with the needle assembly in it and has the plastic shield. A visual inspection was performed; first naked eye and after with a 30x microscope. There are black particles adhered to the packaging web - it is particles of ink. This is the ink used to print the lot number and the expiration date on the top web. The photo provided shows the sample received. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: the cause for this defect could have occurred from a jam in the printer during the packaging process where ink was released, causing the black particles. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that needle 30x1/2 rb had foreign matter. The following information was provided by the initial reporter: material no: 305106, batch no: 8290968. It was reported that black particles were observed within one of the injection needle wrappers. Event description per email states: on (B)(6) 2020, during an unrelated product complaint investigation a retains exam and component examination was performed and black particles were observed within one of the component injection needle wrappers. There was a total of 120 retain samples inspected with one kit affected by this defect associated with injection needle. Affected item was returned to qa raw materials. This observation is not related to a product complaint reported. As this is drug product component, this was not used in a manufacturing process. This is a mps b2b pharma customer.